Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited pacing impedance measurements greater than 2000 ohms which triggered the lead safety switch (lss) on the right ventricular (rv) channel. A review of the stored data identified stored events due to noise and oversensing which resulted in pacing inhibition and a rate in the 40's for this patient. A boston scientific technical services consultant discussed the clinical observations with the caller and recommended minute ventilation (mv) be programmed off. Further testing and x-ray were also suggested. The noise was able to be recreated during isometrics and the physician does not believe it is related to interaction with mv. The rv sensing was increased to avoid the noise. The physician will continue to monitor the patient. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to update the investigation conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.